Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging a loss or prime issue with the pump. The reporter claimed that the patient's blood glucose (bg) levels had been in the "400-500 mg/dl" range. She denied that the patient had any symptoms of nausea, vomiting, or ketones. The reporter refused to perform any troubleshooting and requested for the pump to be replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed elevated bg levels that can be associated with severe hyperglycemia. However, at this time it is unknown if the pump and/or use error contributed to the patient's injuries. The alleged product issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It is unknown what actions the patient took in response to the loss of prime issues and before she developed the elevated bg levels.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. "Pump not primed" warnings were observed in the black box associated with low non-zero force. The force sensor was tested and was found to be detecting the correct force. A 29 hour flow accuracy test was performed with loss of prime warnings and the pump was found to be delivering within specifications. A loss of prime was induced and the pump alarmed appropriately. No delivery related defects were found during testing.